Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were an unspecified amount of false negative results. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were an unspecified amount of false negative results. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: it was reported that the instrument does not detect positives. An fse was dispatched to the site and cleaned the detectors in all drawers and the instrument's filters. It was determined that the instrument was operating according to specifications and no malfunction was reported. The instrument was returned to use. The case was closed. The root cause cannot be determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.